Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The day after event onset, the patient was treated with ceftazidime injection (1gm, ongoing, route, frequency not reported) and vancomycin injection (1gm, route, frequency and duration were not reported) for peritonitis at the time of this report, the patient recovered from the event. Approximately a month after event onset, pd therapy was discontinued. The patient was shifted to hemodialysis therapy twice a week. No additional information is available.